Event description:
It was reported that a amplatzer septal occluder 16mm was selected for an implant on (B)(6) 2022. During the procedure the device deformed in cobra at 2-3 attempts and was removed from the patient prior to release from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Device was exchange to a new amplatzer septal occluder 16mm and was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, but may be do to deploying the occluder with a larger than indicated delivery system. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the amplatzer septal occluder instructions for use, artmt600034451 revision c, table 1: the recommended size delivery system for a 16mm amplatzer septal occluder is 7f.na.

Event description:
N/a.